Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sept2019. No device evaluation performed. The customer declined to have the ventilator be evaluated and repaired. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported display is dim and would not adjust. It is unknown if the device was in use at the time of the event. However, there was no patient harm reported.